Event description:
On 6/5/96 malfunctioning ventriculoperitoneal shunt removed. Pt had a four week history of headache. CT head scan showed mild to moderate hydrocephalus. Cisternogram consistent with malfunctioning vp shunt. A new unishunt medium pressure was inserted. Initial vp shunt inserted in 1991.